Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a complete loss of therapy. It was reported that the patient fell, couldn't remember the date, and that it was a ¿few weeks ago¿. The rep ran impedances and every contact was above 10k. It was reported that the patient was setting up an appointment with the clinic to get a replacement. It was noted that the issue was not resolved at the time of the call, and surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that loss of therapy started ¿a few weeks ago.¿ the current plan was to replace the leads. The issue was not resolved. No additional information was provided.